Manufacturer narrative:
Health effects codes h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection found the air detector door does not close tight, is was not flush. There were no screws on the sensor and there was a cracked return tube. Functional testing found the device failed the "h-31b door interlock test". Root cause was attributed to the warped air detector door. The damage was caused by incorrect assembly by the user. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced door assembly h31b, o-ring and fan guard for preventative maintenance. Installed new screws on the sensor and replaced return tube. Device passed all functional testing after the completed repairs.

Event description:
Additional information was received: event occurred during an in-service with the sales representative. There was no injury and no death.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer unit keeps alarming. There has been no report of patient involvement.